Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Prior to the tevar, an axillary-axillary bypass was performed, and then the endoprosthesis was implanted in the aortic arch. On unknown date, a computed tomography scan was performed at another hospital and identified that the aneurysm had enlarged (size unknown). A slight endoleak was observed in the lesser curvature. On (B)(6) 2018, an angiography was performed at the current hospital and again the endoleak was identified. An aortic arch branch vessel, and the left subclavian artery appeared to be thrombosed, therefore the physician ruled out a type ii (originating from the branch vessel). On (B)(6) 2018, the physician suspected a type iii endoleak and performed secondary procedure, whereby another ctag device was implanted within the previously implanted ctag. The endoleak was resolved and the patient tolerated the procedure. The physician said that the graft fabric might have been damaged. It was reported the endoleak was minor and it was difficult to identify the endoleak on an intra-operative angiography before the additional device implanting on (B)(6) 2018.

Manufacturer narrative:
Patient code 1, device code 1.